Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hypoglycemia and hyperglycemia. Customer's low blood glucose levels were 32 mg/dl, 48 mg/dl and 44 mg/dl. Customer was also experienced high blood glucose level of 300 to 400 mg/dl. Customer stated that it was a couple of weeks ago she got the email about the retainer ring for the reservoir compartment. Customer mentioned that the insulin pump had cosmetic damage and retainer ring from reservoir came off. Troubleshooting was performed for cosmetic damage. Customer reported that reservoir was not able to lock in place when inserted into insulin pump. Customer declined to troubleshooting for high as well as low blood glucose. Customer treated their high blood glucose with shots. Customer did not use sensor for his insulin pump. Customer was not using auto mode. Customer was advised to revert to backup plan. Insulin pump will not be returned for analysis.